Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen does not respond. The customer reported there was no patient involvement.